Manufacturer narrative:
Pump received with blank display due to moisture damage on electronics and motor assembly. Unable to perform any tests due to blank display. Pump received with cracked battery tube thread, corroded battery tube, cracked reservoir tube lip and minor scratches on display window noted.

Event description:
Customer reported via phone call that the insulin pump had exposed to fluid. Customer's blood glucose value was 180 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.